Event description:
In 2008- reporter alleged that the bed has no functions. No injuries reported at this time. The same day - reporter found that the power cord was damaged. He replaced the power cord and the bed functioned properly.